Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/15/2026, it was reported that the patient reported that the cgm continuously displayed ¿high¿ without providing a numeric value. Around this time, the patient developed symptoms including vomiting. The patient¿s mother assisted and took care of the patient¿s baby and called emergency services (ems). Upon ems arrival, the patient was noted to have tachycardia and low blood pressure. The patient was transported to the emergency room (ER) and subsequently admitted to the intensive care unit (ICU). While the cgm continued to display ¿high,¿ hospital staff obtained fingerstick blood glucose (fsbg) measurements showing glucose levels that were reading lower than the cgm; however, specific fsbg values were not provided. Despite treatment, the patient¿s glucose level was reported to reach 1500 mg/dl (measurement method not specified) while on an insulin infusion. During hospitalization, the patient required intensive management, including insulin therapy and medications to support low blood pressure. The patient also had vascular access lines placed, including a central line in the neck. The patient remained hospitalized until (B)(6) 2026, when they were discharged. At the time of discharge, the patient reported improvement but continued to feel weak. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced another episode of diabetic ketoacidosis (dka), which she believes was caused by inaccurate glucose readings from her cgm, as it was displaying only ¿high.¿ she began throwing up, and her mother went upstairs and called an ambulance. Upon evaluation by emergency medical services (ems), she was informed that she was experiencing tachycardia and that her blood pressure was low. She was transported to the emergency room (ER), where a fingerstick glucose test (fsbg) showed a high value but was reading lower than the cgm; she is unable to recall the exact values. Due to the severity of her condition, she was transferred from the ER to the intensive care unit (ICU), where she was placed on an insulin drip and had the same type of central line inserted as the year before, including a line placed in her neck. Through this line, she was given medication to raise her blood pressure, which remained dangerously low. She remained hospitalized from on (B)(6) 2026 and discharged on until on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.